Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery (rca). After a 1.75 unspecified balloon catheter was used for predilatation, the 2.25x28mm promus element¿ plus stent was then advanced to treat the lesion. However, the device came into contact with an area of calcification and was unable to cross the lesion. The physician performed another dilatation using a 2.0 unspecified balloon catheter but the stent still failed to cross the lesion. The device was removed from the patient's body and it was noted that the front half of the stent was lifted. The procedure was completed with a 2.25x20mm promus element plus drug eluting stent. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).